Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the insulin pump alarmed for a failed self test. The customer reported that the insulin pump had also stopped communicating with the meter. The most recent blood glucose at the time of the call was 159 mg/dl. The customer was assisted in clearing the alarm and advised to disconnect and remove the reservoir from the insulin pump. The customer was able to rewind the insulin pump but the device alarmed for no delivery of insulin. The customer was unable to exit the priming screen or clear this alarm. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed during self-test due to faulty connector on remote frequency board. The insulin pump was unable to perform blood glucose meter test due to alarm. The insulin pump passed the rewind, displacement, prime and excessive no delivery test. No excessive no delivery alarm noted. The insulin pump received with cracked case at display window corners, cracked battery tube threads, and cracked reservoir tube lip.